Manufacturer narrative:
Continued from section medical devices: cook fusion quattro extraction balloon, fs-qeb-a ; cook fusion wire guide locking device, fs-wl-p-s . Continued from occupation: non-healthcare professional. Investigation evaluation: an evaluation of the photos provided by the user confirmed the report. Two (2) photos were provided and both photos show wire guide damage. Wire guide coating peeled exposing bare core wire. In the first photo, wire guide coating peeled and frayed exposing a large portion of bare core wire. In the second photo, a portion of the wire guide coating peeled and bunched up exposing bare core wire. We were unable to determine the exact location of wire guide damage based on the photos provided. Without return of the complaint device, a complete evaluation could not be performed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. Prior to distribution, all fusion® pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) cook fusion® pre-loaded with acrobat wire guides. The wire guide stripped on two (2) occasions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.